Manufacturer narrative:
Device evaluated by MFR: stent delivery system (sds) was returned for analysis. A visual examination of the stent found no issues on the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The crimped stent od (outer diameter) was measured and was within maximum crimped stent profile measurement. The tip was visually and microscopically examined and no damage was noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive pressure being applied to the delivery system during advancing attempts to cross the lesion. A visual and tactile examination of the inner and outer lumen and mid-shaft section found no damages on the extrusion shaft. The bicomponent bond showed no signs of damage. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty.(B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely calcified left circumflex artery (lcx). A 3.00x20mm promus element ¿ drug-eluting stent was advanced to treat the lesion. However, the stent was damaged while tracking down the lesion and the device was removed. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely calcified left circumflex artery (lcx). A 3.00x20mm promus element ¿ drug-eluting stent was advanced to treat the lesion. However, the stent was damaged while tracking down the lesion and the device was removed. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.